Event description:
A customer reported a false positive total beta-hcg result for multiple sample on a single pt. The result was later confirmed negative with an alternate method. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.